Event description:
It was reported by the account that the handpiece was not working and began overheating during an orthopaedic case. The procedure was successfully completed with the same device. There was no pt or user injury reported, and there were no adverse consequences reported as a result of this event. When the handpiece was evaluated at the manufacturer for service, a condition of the device leaking was found and reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for evaluation, and the reported condition of the device not working and leaking was duplicated. Based on the investigation details, the likely cause for leaking problems was a corroded rotor head and worn bearings. The sag head assembly and bearings were replaced along with other components. Also, the motor and press plug were replaced for high amps, which could involve overheating. Service repaired and returned the device to the customer.